Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shock therapy several times in the ventricular tachycardia zone for atrial fibrillation (af) which led to therapy exhaustion. However, these episodes were not found in the logbook. Boston scientific technical services (ts) confirmed that these events were overwritten but indicated that the latest software would prioritize the storage of shock episodes. Additional information revealed that the device was reprogrammed and the af was treated medically. There was no oversensing noted and no reports of serious injury to the patient. The ICD remains in service. No adverse patient effects were reported.